Event description:
It was reported that pump displayed altitude alarm 21 while customer was wearing pump against skin without case. There was no adverse impact to the customer¿s blood glucose level. Customer resumed insulin using original cartridge, received instructions on preventing altitude alarms, and was informed that wearing pump against skin could block speaker holes or expose them to moisture, and pump case was sent to help resolve issue.